Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2008. The lens was explanted by a different surgeon on (B)(6) 2013 due to the lens had a low vault and the development of an anterior cortical cataract. The patient was complaining of blurry vision. The patient's current bcva is 20/100 with contact lens.

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the icl exhibited a low vault associated with signs of an anterior cortical cataract. The icl was removed to preclude maturation of the cataract. It has been determined that this complication is related to inaccurate white to white measurement or secondary to a mismatch between white to white and the sulcus diameter. Surgeons are advised to observe the patient for any signs or symptoms of progressive anterior subcapsular cataract formation prior to explanting this lens. Staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).